Event description:
Pump reported an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Cts offered tips to prevent future altitude alarms, and the customer acknowledged them, resuming insulin with the original cartridge.